Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse setup device with trainer and balloon and let cycle for an hour. No failures or alarms. Turned up to 130bpm for 10mins and no alarms present. The fse went through chapter 4 calibration and checks. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an iabp leakage error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.